Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/15/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Patient reported that they started to experience bruising and discomfort after the sensor was inserted and removed it the same day. Patient also had itching. The affected area was treated with steroid cream prescribed on (B)(6) 2016 for a previous reaction. At the time of contact, the patient was still experiencing itching but was taking a break from wearing the sensor. Additional event or patient information is not available.